Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was reported that there was a power on reset (por) condition but the error code that accompanied the por was unknown. The patient noticed the stimulation turn off about a month prior to the report. The cause of the por was not known. It was noted that the battery serial number was entered and all resolved with the event. The patient was receiving therapy but needed a battery replacement due to a pending end of service (eos). The reporter noted that the battery reached eos on (B)(6) 2015. The battery replacement had not yet been scheduled.